Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient had increased pain at generator site that started approximately one month ago. Patient was seen by pain management and referred to wound management for reddened pocket area. Wound physician opened old incision one week ago and noticed purulent drainage. No falls or other issues were reported. Patient was placed on antibiotics and daily bandage changes. Possible removal of generator and lead was discussed. Hcp has no further information. Patient's weight was asked and will not be made available. No further complications were reported.